Event description:
Diabetic ketoacidosis, elevated blood glucose level[diabetic] ketoacidosis] elevated blood glucsoe levels[blood glucose increased]. Pt was introduced to an induo insulin doser in 2003 for type I diabetes, has experienced elevated blood glucose levels since they began using the product in question and was hospitalized for diabetic ketoacidosis 2 months later. The pt stated that their blood glucose levels are normally greater than 200 mg/dl, and that pt has a difficult time controlling their blood glucose levels. While using the induo insulin doser, their blood glucose levels increased to over 500 mg/dl, and pt was hospitalized for 4 days for diabetic ketoacidosis. During pt's hospitalisation pt had a hba1c level of 9.7%. Several months prior to their hospitalisation pt had a hba1c level of 10.0%. Pt also reported that on the display of their doser, in the area where the segments appear to count down the time of an injection, there was a symbol (unspecified) that appeared constantly on the display. The date when this display error began to occur is unk. The pt did not think the event was caused by the problem pt had with the doser. There have not been any recent changes in their diet, activity level or health status. The pt does not perform an air shot or change the disposable needle before each injection. Pt leaves the needle on the device between injections. And they use each needle three or four times. The pt was diagnosed with and initiated insulin therapy for diabetes in 1973. Pt was using humalog insulin cartidges with the induo insulin doser at the time of the event. After their hospitalisation they began using a new induo insulin doser, and their daily dose of humalog insulin was increased a couple of weeks ago. Pt is also taking lantus insulin for diabetes.